Event description:
It was reported that the device migrated and did not seal. A left atrial appendage (laa) closure procedure was performed. A 31mm watchman flx laa closure was implanted on (B)(6)2023. The patient was discharged and has been taking coumadin since the implant. At a routine follow up on (B)(6)2026, it was noted the closure device has shifted into a proximal location and there was a 5mm leak under the fabric of the device. Computed tomography (CT) and transesophageal echocardiography (tee) imaging were used to determine the severity of the leak. The patient was kept on coumadin and is tentatively scheduled for device explant on (B)(4)2026. The updated imaging also showed the patient has mitral regurgitation (mr) and has been referred for valve repair, maze procedure and ligation of appendage.it was further reported, after a follow up call with the physician, the leak will be plugged with a non-bsc device on (B)(6)2026.

Event description:
It was reported that the device migrated and did not seal. A left atrial appendage (laa) closure procedure was performed. A 31mm watchman flx laa closure was implanted on (B)(6) 2023. The patient was discharged and has been taking coumadin since the implant. At a routine follow up on (B)(6) 2026, it was noted the closure device has shifted into a proximal location and there was a 5mm leak under the fabric of the device. Computed tomography (CT) and transesophageal echocardiography (tee) imaging were used to determine the severity of the leak. The patient was kept on coumadin and is tentatively scheduled for device explant on (B)(6) 2026. The updated imaging also showed the patient has mitral regurgitation (mr) and has been referred for valve repair, maze procedure and ligation of appendage.

Manufacturer narrative:
B5: updated.